Manufacturer narrative:
Pending investigation. Concomitant medical devices: 200-04-22 plato tibial cemented with flange 1f/2t and 2f/2t exactech 4910293. (B)(4).

Event description:
As reported, the patient had an initial tka on(B)(6) 2017. The patient was revised on (B)(6) 2021 due to poly wear. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert. A contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation and images/radiographs were unable to be obtained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert. A contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the device was not returned for evaluation and images/radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.